Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.091¿ x 0.15¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause is attributed to mishandling. A review of the instrument log for the the large needle driver instrument (pn 471006-12/lot # k10211018-0120) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted malignant hysterectomy surgical procedure, the large needle driver instrument was twisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified post-anesthesia. The procedure was completed with a backup instrument. There was no delay as a result of the issue.